Event description:
The consumer states while driving their chair then stopping and leaning forward, the chair then drove over a bump and their joystick fell off. No serious injury is alleged.

Manufacturer narrative:
MFR received info, a consumer had stopped her chair leaned forward and the chair reportedly drove forward. The chair then contacted a bump which resulted in the joystick to fall onto her lap. The user sustained a bruised foot. The chair remains in use. The chair has been in use for over 5 yrs. Product has not been returned for inspection at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, lack of maintenance caused or contributed to this incident. The consumer has stated they have never had their chair in for maintenance since they had purchased the chair in 2005. MFR is working with user to have their distributor service the chair. MDR filed as a conservative measure.